Event description:
As reported, the patient had an initial tka in (B)(6) 2018. The patient underwent a second revision on (B)(6) 2023 due to infection. No other information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. H3. Investigation results-the cause of the patient¿s infection and subsequent revision as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available. H11. Correction- f9 should be blank.